Event description:
It was reported that pump displayed malfunction code and customer was unable to reset pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was provided reset instructions and planned to call back when able to attempt reset, and no additional information was received regarding the outcome of the event.